Manufacturer narrative:
Evaluation results: one cadd extension set was returned for investigation in used condition without its original packaging. The sample was visually inspected, at a distance of 12 to 24 inches, and normal conditions of illumination. No discrepancies were found. A leak test was performed using hydrostat vessel. A leak was detected in the air vent of the filter. The reported product problem was therefore confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical cadd cassette had medical fluid leaking from it. Customer replaced the cassette with a new one, and no patient injury resulted. No further information was provided.